Event description:
Event description cpi received information that due to inappropriate shocks, this endotak plus transvenous defibrillation lead's (0115) rate sensing portion was capped, and the shocking portion remains active. Another lead (4444) was implanted.